Manufacturer narrative:
A supplemental MDR is being submitted after further engineering evaluation was completed. After further engineering evaluation, the complaint for valve degeneration, deterioration was confirmed based on the provided medical record, but no manufacturing nonconformance was identified during the evaluation. A review of DHR and lot history records did not reveal any manufacturing nonconformance that could have contributed to the reported event. A review of the IFU also revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no indication a device malfunction contributed to this adverse event. Based on the implant duration of over 5 years, the valve was likely degenerated leading to ava (aortic valve area) reduction or valve stenosis. The aortic valve regulates the blood flow from the left ventricle to the aorta. When the valve area is reduced, the opening through which blood can pass becomes narrower. As a result, the left ventricle has to generate higher pressure to push blood through the narrowed valve, leading to an increased pressure gradient across the aortic valve. In addition, aortic valve degeneration can lead to central regurgitation when the valve loses its structural integrity, preventing it from closing properly during diastole. If aortic regurgitation is left untreated, it can lead to the progression of heart failure. However, due to limited information provided, the root cause for valve degeneration remains inconclusive at this time. It may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (congestive heart failure and age).

Manufacturer narrative:
A supplemental MDR is being submitted for completion of risk assessment and correction of the description. The following sections of this report have been updated: section b5 (describe event or problem, and h10 (narrative/data). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the reported event was unable to be confirmed. Based on the limited information provided, the root cause for the valve degeneration approximately 7 years and 3 months post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (congestive heart failure and age). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Upon review of medical records, approximately 7 years and 3 months post successful implant of a 26mm sapien xt valve, the patient is symptomatic with heart failure. A 7-year echo (tte) revealed a 26mm sapien which presents with ava 0.6cm2 with stenosis. The mean gradient was 49mmhg with moderate aortic regurgitation (ar). A recommendation was "attention" to aortic valve with also need for coronary artery revascularization. An echo (tee) revealed a mean gradient of 28mmhg, with an ava 0.65cm2. At 7 years and 3 months, the patient presented with heart failure, shortness of breath (sob), and weakness and moderate pleural effusion. The patient was diagnosed with severe sepsis secondary to pneumonia, and uti with acute hypoxic respiratory failure. There was a poor prognosis and the family elected for comfort measures only. The patient expired on approximately 7 years and 3 months post procedure. The cause of death was severe sepsis secondary to pneumonia, and uti with acute hypoxic respiratory failure. The cause of death was stated as unrelated to an edwards device.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted in patient.

Event description:
As reported by the edwards territory mgr., this patient was demonstrating elevated gradients during echo follow ups. Upon review of medical records, approximately 8 years post successful implant of a 26mm sapien xt valve, a post-operative day 4 an echo (ttd) revealed a 26mm sapien xt in the aortic position with mean gradient 15.5mmhg, lvot dynamic gradient due to vigorous lv systolic function and an aortic valve area (ava) of 2.2cm2 with no aortic regurgitation. At 7 years post implant and echo (tte) revealed a 26mm sapien which presents with ava 0.6cm2 with stenosis. The mean gradient was 49mmhg and moderate ar. The patient is symptomatic with heart failure. An echo (tee) revealed a mean gradient of 28mmhg, with an ava 0.65cm2. The patient was admitted with heart failure, shortness of breath (sob), and weakness. Diagnosed with severe sepsis secondary to pneumonia, and uti with acute hypoxic respiratory failure. There was poor prognosis and the family elected for comfort measures only. The patient expired on approximately 7 years and 3 months post procedure. The cause of death was stated as unrelated to an edwards device.